Manufacturer narrative:
(B)(64) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 125-147 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 129 and 149mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is (B)(6)2015. The meter memory was reviewed for previous test result history (date / time not set): a 125mg/dl (B)(6)2015 04:18:00 am fasting:yes. A 122mg/dl (B)(6)2015 02:01:00 am fasting:yes. A 117mg/dl (B)(6)2015 01:59:00 am fasting:yes. A 131mg/dl (B)(6)2015 11:11:00 pm fasting:yes. A 118mg/dl (B)(6)2015 11:09:00 pm fasting:yes. Customers concern:117 mg/dl (B)(6)2015 1:59am. Customer has had a increase in meds .insulin before meals customer calling as she has lower result than her normal. Customer test before meals. Date and time not set .